Event description:
The affiliate alleged the customer reported elevated carcinoembryonic antigen (cea) results, above the normal reference range, for multiple pts' samples, involving access cea. This report refers to pt number three. All results were obtained from one particular reagent pack. Subsequent testing, on a new reagent pack, produced results within the normal reference range. It is unk if the elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
There is no indication the suspect device was received by the manufacturer. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-04024 and 2122870-2011-04025.